Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a letter to the patient. In 2009, the patient complained that a blood glucose result on her onetouch ultra meter was 40 points higher than one on her physician's three days prior, in the afternoon. The patient did not recall the results, although based upon the meter's memory, she believes her result was 234 mg/dl. If blood glucose on the physician's meter was 40 mg/dl less, the variance is within the expected less than equal to 30%. The patient went on to report that after obtaining 176 mg/dl at 8:30 a.m. On that day, she injected around 3 units of novolog insulin based upon a sliding scale (if blood glucose is more than 120, she takes extra insulin ). The patient then ate a "little" breakfast and drove to work. At 9:30 or 9:45 a.m. A colleague noticed that the pt was becoming incoherent and drenched in sweat. No blood glucose test was performed. The pt's colleague gave her orange juice after which the patient also ate glucose tabs and felt better. The patient continued to work. Because of the symptoms, the patient believes 176 was inaccurately high. Apparently the patient has experienced approximately three hypoglycemic events recently. At the time of her call to customer service, the patient's physician had recently begun monitoring her for a week with an ipro continuous self monitoring glucose device. Due to the patient's allegations of injury and the symptom of sweating that meets the criteria for serious injury, the complaint is reported. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.